Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted for elective replacement indicator (eri). The physician elected to do defibrillation threshold (dft) testing to assess detection. The device did not deliver shock therapy and an external shock required. Boston scientific technical services (ts) discussed that since the charge time (CT) was long due to the device being at eri, the device was still charging when the external shock was given. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.